Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 154mg/dl. It was reported that the customer had a seizure at home and paramedics indicated that her blood glucose was low. Reviewed the time, date, basal rates, bolus history, and daily totals and they seemed to be accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.